Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you please confirm the date of the procedure? Are the lot numbers of the devices available? Were there any difficulties removing the device from the patient? Response: the surgeon shared additional information about the incident: surgery date was (B)(6) 2019. The stapler felt "normal" upon removal and did not require any extra effort relative to other past use. The lot numbers will be attained when we ship back the stapler.

Manufacturer narrative:
(B)(4). Batch # unk . The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the date of the procedure? Are the lot number of the device available? Were there any difficulties removing the device from the patient?

Event description:
It was reported that during a bowel procedure, upon firing the device the physician assistant was concerned about the staple line because in his opinion the device felt differently when he fired. He then found that the plastic washer was not completely cracked, and the knife blade did not transect the distal bowel. A second like device was used to complete the anastomosis but encountered similar results. As result the patient was given a temporary ileostomy to complete the case. The procedure was delayed but the specific amount of time was not noted.